Event description:
It was reported that one day post-implant, the patient had dislodged their right atrial (ra) and right ventricular (rv) leads while pushing themself out of bed. The sensing and threshold values were noted to be out of normal range, and required reprogramming, anda subsequent lead revision to re-implant the leads. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.